Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for degenerative disc disease. It was reported that the patient was thrown off a horse which caused the stimulator to be shoved up in the pocket. The patient reported having swelling, grey discoloration, and burning pain around the implant. Follow-up was conducted.

Event description:
(B)(4): information pertaining to the hospitalization for the deflated right lung, punctured left lung, and fractured vertebrae was omitted as these events were determined to not be related to the device or therapy. Information pertaining to the lack of therapeutic effect was omitted as it was recorded in (B)(4). Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for degenerative disc disease. It was reported that the patient was thrown off a horse which caused the stimulator to be shoved up in the pocket. The patient reported having swelling, grey discoloration, and burning pain around the implant. Follow-up was conducted. (B)(4) omitted information from (B)(4)- lack of effect. Additional information was received from a consumer. It was reported that the patient has been seen by several doctors including carolina spine and hand only showing by x-rays that the battery had moved. The patient stated that it feels like the battery shifted out of the pocket and went through muscles. The migration has not been resolved. The patient stated that there is continuous swelling, numbness, and discoloration at the battery site. The patient spoke to their hcp about removal, but informed the patient that they were closing their practice. The patient was to get a list of doctors from a manufacturer's representative (rep).